Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device interrogation, the right ventricular (rv) lead thresholds exhibited an increase since implant. Additionally, there was no rv capture in unipolar configuration. The device counters showed that the patient is 99% atrial paced and 0% ventricular paced. Reprogramming changes were made, and the rv output was adjusted and switched to a bipolar configuration. This lead remains implanted and in service. No adverse patient effects were reported.